Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ constant pelvic pain'), menorrhagia ('heavy long periods'), genital haemorrhage ('bleeding'), autoimmune disorder ('autoimmune-like symptoms') and inflammatory bowel disease ('ibd') in an adult female patient who had essure (batch no. 846833,822376) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "procedure performed endometrial ablation and esuure insertion/ essure and hta ablation". The patient's medical history included seizure, breast cancer, wound abscess, anemia, eyeglasses wearer, mastectomy, tonsillectomy, cryosurgery, grand multiparity, motion sickness, tobacco user, endometriosis, adenomyosis, menstrual disorder and back pain. She had hsg done, which revealed blocked tubes. Previously administered products included for an unreported indication: iud. Concurrent conditions included uterine bleeding, fatigue, breast mass, fat necrosis, breast calcifications, menstruation frequent, irregular menstrual cycle, dysmenorrhea, dyspareunia, hirsutism, weight increased, uterine enlargement, allergy to metals, chronic cervicitis, endocervical squamous metaplasia, endosalpingiosis, endometrial thickening and weight fluctuation. Family history included breast cancer, ovarian cancer and colon cancer. Concomitant products included betamethasone dipropionate (diprolene), cefuroxime axetil (ceftin), ibuprofen (motrin ib), ketorolac tromethamine (toradol), mefenamic acid (mefenamic), oxycodone hydrochloride;paracetamol (percocet), tramadol hydrochloride (ultram ER) and zolpidem tartrate (ambien). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), inflammatory bowel disease (seriousness criterion medically significant), dyspareunia ("dyspareunia"), psoriasis ("other (list): facial hair, psoriasis"), hirsutism ("other (list): facial hair, psoriasis"), back pain ("back pain") and acne ("severe acne"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,cystoscopy and on (B)(6) 2014 hta ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, autoimmune disorder, inflammatory bowel disease, dyspareunia, psoriasis, hirsutism, back pain and acne outcome was unknown. The reporter considered acne, autoimmune disorder, back pain, dyspareunia, genital haemorrhage, hirsutism, inflammatory bowel disease, menorrhagia, pelvic pain and psoriasis to be related to essure. The reporter commented: status post tlh. The patient had a postoperative fluid collection, possible pelvic abscess cellulitis diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: microscopic diagnosis: right breast biopsy: fatty tissue with fat necrosis, calcification and ossification; on (B)(6) 2011: diagnosis: a. Endometrial curetting¿s: mid secretory endometrium. Mild chronic active endometritis¿s b.. Intrauterine device removal; on (B)(6) 2016: final microscopic diagnosis: uterus and cervix and bilateral fallopian tubes, total laparoscopic hysterectomy and salpingectomy: 1. Cervix with mild chronic cervicitis and squamous metaplasia. 2. Disordered proliferative endometrium. 3. Fragment of fibro adipose tissue with endosalpingosis. 4. Bilateral fallopian tubes with congestion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menorrhagia, pelvic pain, acne lot number:822376 manufacture date:2011-01 expiration date: 2014-01 lot number: 846833 manufacture date: 2011-04 expiration date: 2014-04 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ constant pelvic pain'), menorrhagia ('heavy long periods'), genital haemorrhage ('bleeding'), autoimmune disorder ('autoimmune-like symptoms') and inflammatory bowel disease ('ibd') in an adult female patient who had essure (batch no. 846833 left, 822376 right) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "procedure performed endometrial ablation and essure insertion/ essure and hta ablation". The patient's medical history included seizure, breast cancer, wound abscess, anemia, eyeglasses wearer, mastectomy, tonsillectomy, cryosurgery, grand multiparity, motion sickness, tobacco user, endometriosis, adenomyosis, menstrual disorder and back pain. She had hsg done, which revealed blocked tubes. Previously administered products included for an unreported indication: iud. Concurrent conditions included uterine bleeding, fatigue, breast mass, fat necrosis, breast calcifications, menstruation frequent, irregular menstrual cycle, dysmenorrhea, dyspareunia, hirsutism, weight increased, uterine enlargement, allergy to metals, chronic cervicitis, endocervical squamous metaplasia, endosalpingiosis, endometrial thickening and weight fluctuation. Family history included breast cancer, ovarian cancer and colon cancer. Concomitant products included betamethasone dipropionate, cefuroxime, ibuprofen (motrin ib), ketorolac tromethamine (toradol), mefenamic acid (mefenamic), oxycodone hydrochloride;paracetamol (percocet), tramadol hydrochloride (ultram ER) and zolpidem tartrate (ambien). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), inflammatory bowel disease (seriousness criterion medically significant), dyspareunia ("dyspareunia"), psoriasis ("other (list): facial hair, psoriasis"), hirsutism ("other (list): facial hair, psoriasis"), back pain ("back pain") and acne ("severe acne"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, cystoscopy and on (B)(6) 2014 hta ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, autoimmune disorder, inflammatory bowel disease, dyspareunia, psoriasis, hirsutism, back pain and acne outcome was unknown. The reporter considered acne, autoimmune disorder, back pain, dyspareunia, genital haemorrhage, hirsutism, inflammatory bowel disease, menorrhagia, pelvic pain and psoriasis to be related to essure. The reporter commented: status post tlh. The patient had a postoperative fluid collection, possible pelvic abscess cellulitis. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: microscopic diagnosis: right breast biopsy: fatty tissue with fat necrosis, calcification and ossification; on (B)(6) 2011: diagnosis: endometrial curetting¿s: mid secretory endometrium. Mild chronic active endometritis¿s intrauterine device removal; on (B)(6) 2016: final microscopic diagnosis: uterus and cervix and bilateral fallopian tubes, total laparoscopic hysterectomy and salpingectomy: cervix with mild chronic cervicitis and squamous metaplasia. Disordered proliferative endometrium. Fragment of fibro adipose tissue with endosalpingosis. Bilateral fallopian tubes with congestion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menorrhagia, pelvic pain, acne. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.